Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred at around 5pm on (B)(6) 2015. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. It is not known if the patient had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 90 minutes after the alleged product issue occurred they developed the symptoms of ¿dizzy, shaking and vomiting¿, however denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.